Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, the trunk cable was pulled from the dn strain relief, damaging the j702 connector and internal wires. The cause of the inability to communicate with a test monitor is the damaged cable, wires, and connector. The root cause of the damaged cable, wires, and connector is excessive force placed on the trunk cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.